Manufacturer narrative:
It was reported that product defect in which the lock no longer stays in place the actual device has not been evaluated. The root cause of the complaint is damaged component based on other devices that have been evaluated. The devices lock button failed during manufacturer testing confirmed to be the same malfunction found in 9616086-2023-00007. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
It was reported that product defect in which the lock no longer stays in place.